Event description:
It is reported that a customer issues with the keypad on their insulin pump. The patient's blood glucose level was unknown. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
Findings: unit passed operating currents. However, unit received intermittent button response due to corroded keypad traces. No ramping numbers anomaly noted. Unable to verify battery out limit alarm due to intermittent button response. Pump received with minor scratched display window. Unit received cracked case display window corner. Pump received with cracked reservoir tube lip. No moisture damage found inside the pump. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.